Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that mobile viewing station (mvs) cable interface was bench tested by using fluke digital multimeter. Cable passed continuity test. Mvs interface cable was installed into a test system. The system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Multiple 2d and 3d images were acquired. No errors detected while under test. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was received. B5 has been updated. Ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was clarified that the during the event, the cable was replaced to resolve the issue. After replacement the error could not be reproduced. It was reported that further troubleshooting was done at the time of the event. Replicate 2d and 3d test scans were ran and the poor image quality issue could not be reproduced and no low frame errors were in the log after the cable was replaced.

Manufacturer narrative:
The system was serviced in the field and passed all tests. Hardware parts were replaced. The representative (rep) attended the site and checked the logs. He found entries in log informing: "the mvs appears to be acquiring frames from the pleora iport at a slower rate than they are being sent to the iport from the paxscan. This is typically due to a problem with the iport ethernet cable jack or a defective ethernet cable connecting the iport and mvs frame grabber network card. Ordered new interconnect cable and replaced." The rep ordered a new interconnect cable and replaced it. The rep ran replicate 2d & 3d scans and could not reproduce the poor image quality. No low frame errors in log. Concomitant medical products: other relevant device(s) are: product ID: b i30000443, serial/lot #: rev. 3 : s/n: (B)(4).

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the radiographer noticed images during the case were degraded/grainy. The surgeon persisted with the case. There was no delay and no impact to the patient. Additional information was received. It was reported that troubleshooting could resolve the issue. The interconnect cable was replaced to resolve issue.